Event description:
It was reported that two (02) vented high-volume inlets had black spots in an unspecified location. The particulate was observed during inspection, prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the devices were received for evaluation. A visual inspection was performed, and dark particulate matters were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was inherent to the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.